Event description:
In a request form from dr. M for a compassion use revision, the doctor mentioned that he suspected that the poly augments implanted on (B)(6) 2021 may be loose. Received the post-op report on (B)(6) 2025 , stating that the tibial component showed evidence of loosening. The revision was completed on (B)(6) 2024.